Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a cartridge line dialyzer, an external fluid leak was observed from the arterial chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the naked eye identified a maceration on the heparin line. The reported condition was verified. The cause of the condition could be attributable to the manufacturing process (assembling). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.